Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 5 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6: device codes. The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 5 months. Per the medical records, recent office visit notes state the tavr valve had thickening with concern for pannus vs. Thrombus around the base of the frame. The patient was changed to coumadin for a duration of 3-6 months. Following this, explant of the tavr was recommended as the patient was not having success with inr goals in part due to lupus and history of coagulopathy disorders interfering with the successful anticoagulation of the tavr valve. The patient underwent explant of the tavr valve and replacement with a 23mm edwards surgical valve. The valve prior to explant was described as "severe as, with thickened leaflets''. The tee revealed the mean gradient 19mmhg with no aortic valve area (ava) provided, mild central aortic insufficiency (ai), and no paravalvular leak (pvl) but high velocity flow and turbulence. Thrombus or pannus were considered but neither confirmed.